Manufacturer narrative:
This is one event (death) of two events for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after use of the product.